Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: tech has 8015 bd unit has error code 110.6021 which is keypad processor on unit will need to replace first keypad if unit still gives same error next to replace is the logic board on unit. Tech would like to send unit in for services repair, tech also had another unit that is completely dead wants to also send in for repair, confirm services repair number to tech they will open at 6:am pst tech thank me for my assist. 8015 bd 15462209 & 8015 bd 15462154 this unit is completely dead.